Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The device was used for medical examination. No harm was caused to the patient. The lcb was damaged. It is assumed that the blurry image is caused by dirt or like adhering sticked on the lens. The scope was repaired by the third party and returned to the hospital.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
During use, the image was blurry. This event occurred at the time of during use. There was no report of patient harm.